Manufacturer narrative:
Our field engineer could not reproduce the problem. The technician said the c-arm lower switch button was found stuck. He replaced the toggle switch.

Event description:
It was report that on (B)(6) 2016, the technician had taken the paddle off and the c-arm rotated towards her. She was able to duck out of the way but the c-arm did just brush her head. She wasn't injured in any way, there as no medical intervention.